Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead polarity switch occurred a month ago. It was noted that some reprogramming was done, however another polarity switch occurred in the current month. It was also noted that there was invalid data for the event logs on the cardiac resynchronization therapy pacemaker (crt-p). The lv lead and the crt-p remain in use. No patient complications have been reported as a result of this event.